Event description:
It was reported that the patient presented for a routine device follow-up. It was discovered that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and successfully replaced, and the patient was stable.